Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. The lead had been programmed to high outputs. Further testing was not conducted as the patient was already prepped for surgery when the field representative arrived. The lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that there were no episodes recorded by the device at the time of the patient's syncope. It was also reported that there was no record that the physician believed that the syncope was related to device function.